Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, service code 204) was confirmed. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the inability to complete testing is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it had a damaged monitor case and that a patient experienced a service code 204 (belt/monitor unusable).